Event description:
Consumer left a (B)(6) comment on the inteliswab (B)(6) page stating they received a negative inteliswab result, but tested positive on a test completed at their pharmacy. (B)(6) comment: (B)(6) not accurate- came back negative on this and positive on one completed by (B)(6) pharmacy. Was symptomatic when took it also.

Manufacturer narrative:
Consumer posted a comment on the inteliswab facebook page. The consumer was contacted to see if they would like a refund, and denied. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a facebook comment on the inteliswab facebook page stating they received a negative inteliswab result, but tested positive on a test completed at their pharmacy. Facebook comment: (B)(6). Not accurate- came back negative on this and positive on one completed by my pharmacy. Was symptomatic when took it also.